Event description:
It was reported the liner would not seat. After three separate unsuccessful attempts, a new liner was dispensed and was implanted with zero issues. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000663- g7 pps ltd acet shell 52e- 7147518. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 a g7 neutral arcomxl lnr 36mm e, part # 010000740 from lot 6629081, was returned and evaluated against the complaint. Visual inspection found the outer radius to be in decent overall shape with no scuffing or indentations. The barb is scraped in 2 locations. One of the locations has been scraped such that a poly strand protrudes from the barb. Gouging is present on the side wall around 1 of the scallops. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.